Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged blood glucose event could not be evaluated due to damaged usb pins.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. No irregular bolus requests were made. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 16 (mg/dl). The cause of the low bg level was unknown. Emergency medical technicians (emt) were contacted and the customer received dextrose from the emts to address low bg level. The customer declined to be taken to the emergency room as the customer's bg level began to rise. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.